Manufacturer narrative:
H3. Analysis identified {coring/tearing/cuts} in the cup of the connector and a hole in the catheter body. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8731sc lot# serial# (B)(6); implanted: (B)(6) 2011; explanted: (B)(6) 2024; product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8731sc, serial/lot #:(B)(6), ubd: 03-nov-2012, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer and a healthcare provider via a company representative regarding a patient receiving morphine 9.3589mg/day and bupivacaine 9.3589mg/day. The patient¿s medical history included chronic thoracic pain. It was reported that the patient had a routine pump replacement on (B)(6) 2024 due to eri (elective replacement indicator). About 1 week after that the patient had withdrawal symptoms. Per the clinic notes on 25-nov-2024 the patient reported they began experiencing increased pain, nausea, vomiting, diarrhea, and abdominal cramping. The patient was using boluses but not feeling relief. The patient was seen in the ed (emergency department) and was given pain medication and nausea medication. The patient then came to the clinic from the ed. The patient was evaluated by the physician and was given a 1time 1mg ms (morphine sulfate) bolus in the clinic and did not get pain relief, nor did he have a decrease in bp (blood pressure) post bolus. All of this indicated that the pump catheter was not functioning pro perly to deliver medication. The patient was added to the schedule for a catheter revision on (B)(6) 2024. The environmental, external or patient factors that may have led or contributed to the issue was noted as possible damage to the catheter at the replacement surgery but when troubleshooting was done, the catheter was unable to aspirate. A new catheter was placed. The issue was resolved at the time of the report, and it was noted that the healthcare provider would not have any further information regarding the event.